Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having head traumas. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having head traumas and other thermal issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white, tan, and black contamination (dust-like), (inconsistent with degraded sound abatement foam), at the air inlet of the blower box, significant unknown white, tan, and black contamination (dust-like), (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization.), dust-like contamination on top, bottom and inside of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, unknown brown and black contamination (dust-like), (inconsistent with degraded sound abatement foam), in the blower box, black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Also, black residue (inconsistent with degraded sound abatement foam) inside enclosures. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed, presence of contaminants and was not able to confirm the complaint or address the symptoms specified. Section e1 email was wrongly captured in initial report. Sections d8, d9, h2, h3, h6 has been updated in this report.